Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the multiple unspecified alarms occurred and pumping stopped. Reportedly, the user did not want to troubleshoot with tandem's technical support (cts) and wanted to turn the pump off. There was no reported impact to the user's blood glucose level and cts explained how to turn the pump off.